Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the end user alleges the joystick was smoking and the end of the joystick cable connection was melted.